Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged and the pump shut down. Additionally, the usb cable was broken and would no longer charge the pump. Subsequently, a malfunction alarm occurred. Customer continued to use the pump for insulin therapy and had manual injections available. The customer's blood glucose (bg) level was over 500 mg/dl. High bg was caused by the pump shutdown. The customer delivered insulin via manual injections to address the high bg.